Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
The imaging evaluation stated that two time-points images were available: on pre-implantation imaging dated (B)(6) 2014, the aortic diameter just distal to the lcca appears to be 34.7mm. The post-implantation cta dated (B)(6) 2014 appears to illustrate the proximal end of the device at the level of the brachiocephalic artery. The aortic diameter at the brachiocephalic artery appears to be 38.1mm. There appears to be an axillary-axillary bypass and a left common carotid bypass on the post-implantation imaging. The reconstruction images appear to show lack of apposition at the proximal end of the implanted device. There appears to be contrast outside the device in the proximal outer curve of the aortic arch. There appears to be contrast in the lsa and the lcca. Contrast outside the device at the outer curve appears to communicate with the contrast in the head vessels. There appears to be contrast throughout the false lumen. Contrast in the false lumen, distal to the implanted thoracic device, appears to be less dense than the contrast in the true lumen. The origin of contrast cannot be confirmed with available imaging.

Event description:
On (B)(6) 2014, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis to treat an acute type b dissection with a primary entry tear just at origin of the left subclavian artery (lsa), which was diagnosed and treated inside 24 hours. The type b dissection was diagnosed post implantation of a cook fenestrated and an iliac branch device. A false lumen was compressing the top of the fenestrated graft. The right renal artery stent was pulled from the renal artery and a type I endoleak was present. The physician planed to cover the lsa and to land the conformable gore® tag® thoracic endoprosthesis distal to the left common carotid artery (lcc). The device was placed on the outer curve, advanced forward and pulled back into the position with correct left anterior oblique projection (lao) c-arm system (x-ray) angulation. The device landed during deployment proximal to intended target, covering the lcc and shuttering across by approximal 5-8mm to the innominate artery. A remodeling of the true lumen was immediate observed, with the fenestrated graft opening up and the right renal artery re-stented. The type I endoleak was resolved. A bypass from the right axillary artery to the left axillary artery with a jump to the lcc was performed. The patient was doing well following the procedure.